Manufacturer narrative:
Preliminary analysis of the returned device showed that the electrical characteristics of the returned unit are within specifications.

Event description:
It was reported that during an attempt to implant the subject device on (B)(6) 2015, the setscrew could not be tightened. An investigation is required.

Manufacturer narrative:
Updated: please refer to the attached analysis report.

Event description:
It was reported that during an attempt to implant the subject device on (B)(6) 2015, the setscrew could not be tightened. An investigation is required.

Manufacturer narrative:
.

Event description:
It was reported that during an attempt to implant the subject device on (B)(6) 2015, the setscrew could not be tightened. An investigation is required.

Event description:
It was reported that during an attempt to implant the subject device on (B)(6) 2015, the setscrew could not be tightened. An investigation is required.